Event description:
A malfunction was reported on the pump, indicated by a malfunction code 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any issues reappeared.